Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a pulmonary embolism. The physician was unsure if this was caused by the implant procedure or not. The patient was given blood thinners and remains under medical supervision. The patient continues to use therapy to find effective pain relief.